Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The belt receptacle was pulled from the monitor case, pulling the j1001 connector from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a patient's monitor for a non-reportable problem, it was found that the monitor was unable to communicate with an electrode belt.